Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the protective case around the vasoview hemopro endoscopic vessel harvesting system was reportedly "fried" when the dc extension cable was plugged in. A replacement unit was used to complete the procedure. There were no patient effects. The lot and serial numbers are unavailable at this time. The product is returning.

Manufacturer narrative:
Method: the device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).